Manufacturer narrative:
Act button did not respond due to flattened dome (no crease).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.